Manufacturer narrative:
H3, h6 - evaluation results: non-destructive visual evaluation revealed fracture of the zirconia ceramic hip head. It was received with a large segment fractured from the main body of the head. The fracture path(s) showed no evidence of initiation at material defects, engravings, specific geometric features, or grinding marks. Two small (<1mm dia.) Areas of apparent concentrated metal transfer were evident 4mm apart at the proximal articluating surface of the ball. The origin of these marks is unk. No material or mfg defects of any kind were evident. D6 - corrected info. Visual examination of the zirconia hip head ID serial #t42758.

Event description:
Pt experienced clicking sound in hip. X-rays revealed metallic and other debris. Revision hip surgery found hip head component to be cracked and chipped.